Event description:
It was reported that the surgeon indicated that the hip joint is infected and implant removal scheduled for (B)(6). Additional event description: after the patient¿s hip was infected it was also reported that the patient¿s hip dislocated. This implant (omniflex) is at least 20 years old from oseonics and no longer sold. Unable to read catalog nor lot numbers off it.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown series 2 liner. Additional devices listed in this report: unknown omniflex bullet tip; unknown omniflex stem; unknown osteonics cup; unknown head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation and infection involving an unknown series 2 liner was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned. A review of the provided medical records by a clinical consultant indicated the following; ¿an x-ray of the right hip noted a total hip arthroplasty with a dislocation and infection. A removal of the right total hip arthroplasty, incision and drainage, insertion of a cement spacer, and open reduction and internal fixation of a greater trochanter fracture was performed for a diagnosis of dislocated, infected right total hip arthroplasty with loose acetabulum and periprosthetic greater trochanter fracture. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the surgeon indicated that the hip joint is infected and implant removal scheduled for (B)(6). Additional event description: after the patient's hip was infected it was also reported that the patient's hip dislocated. This implant (omniflex) is at least 20 years old from oseonics and no longer sold. Unable to read catalog nor lot numbers off it.